Manufacturer narrative:
Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime, seating, basic occlusion test, force sensor test, occlusion test, self test, and current measurements or verify multiple insulin pump error alarm due to display anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received multiple pump error alarms. Customer stated insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm and did not receive request to rewind pump. Customer also stated that insulin pump had blank display. Customer stated insulin pump was not dropped nor bumped and. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. Customer states the pump has been exposed to moisture recently. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.